Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used several times with no issues. There was a bleeder that the surgeon attempted to clip and no clip came out. The clip was jammed so the surgeon attempted to clip the bleeder again and no clip came out. An endo loop was used to clip the bleeder and to complete the procedure. There was approximately a minimal amount of blood loss. No adverse consequences reported.

Manufacturer narrative:
(B)(4) = lockout fired trough additional information was requested and the following was obtained: (B)(4). The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review.